Event description:
It was reported that the customer was hospitalized due to a methicillin-resistant staphylococcus aureus infection and high blood glucose levels. The blood glucose reading was 327 mg/dl when emergency medical services arrived, and the blood glucose reading was 452 mg/dl upon arrival at the hospital. The customer stated that the infection caused her blood glucose levels to be out of control, and she experienced diabetic ketoacidosis as well. She was wearing the insulin pump at the time of the 911 call but was taken off of it while in the hospital. She reported that there was a hole in her infusion set tubing, which was found during an attempt to resume insulin pump therapy. She stated that the hole or tear was located in the tubing where the tubing connected to the tubing connector. Advised return of the infusion set for analysis. The customer also reported issues with the belt clip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.